Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer's blood glucose reading at the time of the call was 124 mg/dl. Customer stated that it was raining earlier in the day. No further info reported.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded due to corroded keypad traces. No button error alarm. Insulin pump received with minor scratches on display window, cracked case at display window corner, cracked reservoir tube lip and cracked reservoir tube.